Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient hadn't used therapy in 18 to 24 months because if she increased stimulation, it was uncomfortable. After she stopped using the device, she had multiple bladder infections and wondered if the implant could be giving her infections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.